Event description:
Physician was attempting to use the hawkone atherectomy device and cutter driver during procedure to treat plaque in the mid left popliteal artery. The artery diameter was 5mm and lesion length was 80mm. A non medtronic 6fr sheath and spider fx 4mm embolic device were used. The vessel was post dilated. IFU was followed. It was reported that the tip detached at the hinge pin. When the hawkone catheter was being removed from the patient the nosecone and tip detached from the catheter. The cutter was housed in the catheter and removed from the patient. It detached from the nosecone upon exiting the sheath therefore the nosecone and white tip was half caught in the sheath valve while the cutter was attached to the catheter. The nosecone that detached was already halfway out of the sheath therefore it was able to be removed out of the patient. No resistance was felt. There was no issue with the cutter driver. No intervention required for removal, because only half was inside the valve of the sheath, the other half was out of the sheath out of the patient. The procedure was completed with a new hawkone device and cutter driver. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned coiled inside two biohazard bags, detached tip also returned. Device decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection showed that the tip detached distal to the anchor pockets. There was no damage noted to the guidewire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.